Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken/bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the us but not marketed in the us. (B)(4). No similar complaint events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticm5_13.2 implantable collamer lens, -9.00/ 25/ 091 diopter, tore/broke during the injection/delivery on (B)(6) 2016. The lens was removed on (B)(6) 2016 and implanted with another lens on (B)(6) 2016. This resolved the problem which was confirmed during the patient 's last visit on (B)(6) 2016 with ucva 20/20.